Event description:
Patient was hypoglycemic allegedly due to inaccurate high results of the one touch ultra meter. Their ultra showed normal results in the afternoon. Pt felt sick and their eyes flickered. The third afternoon they were hypoglycemic twice. After the last event they couldn't remember anything. Pt's spouse compared the one touch ultra versus the one touch profile at the same time with a sufficient blood sample. The two meters showed considerable differences of the results. Pt ate some carbohydrates like dextrose and drank juice. After a quarter of an hour pt felt good again. The next day pt phoned their diabetes doctor. He reduced the units of the insulin in their insulin pump. Pt is in treatment for other serious diseases, kidney and heart diseases. The profile was exchanged for another one touch ultra so that they had two of the same calibration. Pt was in hospital for x-ray exams unrelated to the meter. And pt will soon receive regular dialysis treatment. Pt's diabetes will be checked too and pt will discuss the influences of medication on blood glucose. 2/26/02 @ 3pm - ultra(98); 2/26/02 @ 3:30pm - ultra(85), profile(48), 3 pcs dextrose; 2/27/02 @ 6pm - ultra(77), profile(50), carbs; 2/28/02 @ 3:15pm - ultra(98), carbs; 2/28/02 @ 6:30pm - ultra(50), profile(39), carbs/juice] all mg/dl and fingersticks: 3pm, 3.30pm, 6pm, 3.15pm, 6.30pm, 3 pcs of dextrose, carbs, carbs, carbs/juice.